Event description:
On 11/27/2023 it was reported by a patient's legal representative via email that, based on the patient's medical records, on (B)(6) 2015, the patient underwent a right distal biceps repair. The operative report notes that during the procedure an arthrex endo button system was used to repair the biceps. The part/lot was not provided. Following the procedure, the medical records dated may 26, 2016, indicate that ¿earlier this week, he was falling and grabbed something with his outstretched right arm and felt a bit of a tearing sensation in his right forearm.¿ the patient continued to have pain and weakness in the right arm and on (B)(6) 2017, a revision surgery was performed using arthrex¿s ar-2260 distal biceps implant system (lot 10022755). The revision operative report indicates a right distal biceps re-rupture. This case is related to case (B)(4).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.